Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a prolonged dexcom g7 sensor warmup display on the ilet after sensor replacement, and the ilet began showing glucose values shortly into the support call. The user reported a blood glucose peak of 329 mg/dl with no associated adverse clinical symptoms reported. Outcomes included transient loss of automated dosing functionality and delayed therapy adjustments until glucose values resumed displaying. Investigation included remote review of device-reported alerts and system behavior, and real-time verification that values appeared on the ilet during the call. Investigation of this case revealed a mismatch between on-device warmup status and back-end reported readings, consistent with intermittent data display or communication behavior between the ilet and dexcom g7 without evidence of persistent signal loss indicators on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was communication or display behavior related to the integrated cgm warmup status rather than a confirmed device hardware failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.